Manufacturer narrative:
The insulin pump recognized the reservoir with no reservoir in place and then alarmed no delivery during displacement test due to dry insulin in motor slide. We were unable to perform displacement test due to excessive no delivery alarm. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump also received with cracked case on lcd display window corners, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone that the insulin pump had a button error. Customer was able to clear the alarm by exposing it to a space heater, since it had moisture damage. The insulin pump was responding, but it alarmed no delivery during bolus. The customer's blood glucose was 116mg/dl. During troubleshooting the customer stated the pump alarmed no delivery. Advised the customer the insulin pump will be replaced and revert to back up plan.